Event description:
The hosp reported that the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unraval completely during removal process. The seal was removed without damaging the anastomosis. No pt complications were reported by the hosp.